Event description:
It was reported the pt is scheduled to have her scs leads revised. It was discovered under fluoroscopy that the pt's leads have migrated. Note the pt rec'd two scs leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.